Manufacturer narrative:
Evaluation summary: investigation of the returned device revealed an anterior and posterior cuff miss, and a posterior foot break. The suture was inside the device with the needle tip. During investigation, the suture was pulled out from device and no abnormal observations were found. The link and both cuffs were not returned with the device. There were no manufacturing issues detected. The root cause for the foot break and cuff miss could not be undetermined. Review of the device history record for this lot did not produce any findings relevant to this investigation.

Event description:
Device malfunction: posterior foot break. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified puncture site after an interventional procedure. Reportedly during step 1, foot deployment, "one of the legs broke off"; additionally, there was no resistance after suture deployment and a possible cuff miss occurred. The device was removed and manual compression was used to achieve hemostasis. There was no reported adverse patient effect. During device evaluation in 2008, a posterior foot break was found. Though requested, no additional information was provided.